Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter, ubd: 03-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported the patient had a baclofen pump for three to four years. The patient stated they were paraplegic from t10, 11, 12 "being blasted in 2005 and fusion l5s1 flopped." The patient reported their pain management included taking morphine pills along with their pump therapy. The patient reported they were receiving a mixture of drugs in their pump. The patient stated it had him "disabled not like I was." The patient stated they had been able to do side work and play music. It was reported the catheter shifted and was bringing severe pain with it. It was reported the "cath hurts like hell." No further complications were reported or anticipated.